Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for analysis with no other devices or original packaging included. There was no blood or contrast present on the device. Examination of the balloon revealed inner shaft kinks located 3cm and 4cm from the tip. Examination of the material surrounding the kinks did not reveal any evidence of material or manufacturing deficiencies that could have contributed to the damage. The device was prepped and attached to an inflation unit filled with water. The balloon was inflated to rated burst pressure for five minutes with no anomalies noted. The balloon maintained constant pressure with no indication of any leaks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was treating a 90% stenosed lesion located in the calcified and moderately tortuous arteriovenous fistula of the forearm. This 5.0 x 40/40 (4f) sterling balloon catheter was selected for treatment. The balloon catheter was advanced to the lesion and an initial inflation was made. On the second inflation, the balloon ruptured when 14atms was reached. The device was removed from the patient intact. The procedure was completed with another sterling balloon catheter. No patient complications were reported and the patient's status is good.